Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoprosthesis occlusion.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a left iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On (B)(6) 2021, computed tomography imaging revealed occlusion of the gore® excluder® iliac branch component (ibc) located in the patient's left external iliac artery. In addition, a kink at the ibc flow divider was confirmed by intravascular ultrasound. The physician reported that the patient's left common iliac artery (cia) was thin by nature. In addition, it was noted that the gore® excluder® internal iliac components (iic) located in the patient's left internal iliac artery (iia) were implanted in an overlapping fashion. The physician reportedly suspected that the overlapping iic devices may have caused the iic devices and/or the patient's left iia to be ¿firm¿ as compared to the adjacent left cia. It was also reported that a kissing balloon technique was not performed after the deployment of the ibc and iic devices. The physician reportedly suspected that the ibc device collapse may have been related to these factors. There were no reported issues with the implanted iic devices in relation to the ibc flow divider kink. Reintervention was performed to treat the ibc device occlusion and the kink at the flow divider. A thrombectomy was performed using a fogarty catheter. Additionally, a gore® viabahn® vbx balloon expandable endoprosthesis was implanted down to the patient's left external iliac artery. There were no further reported issues. The patient tolerated the procedure.